Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6- visual inspection: the cannulated cruciform screwdriver was received with the screwdriver distal tip showing some signs of wear. The rest of the device showed minimal signs of wear. The shaft and the handle are attached. This is not consistent with the reported complaint condition. Therefore, the complaint is not confirmed. Functional test: the screwdriver shaft and handle were attempted to be separated however they did not come apart. The complaint was not able to be replicated therefore the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the inner diameter of the shaft, measured 1.27 mm. This is within specification of 1.2 mm to 1.3 mm. Conclusion: the complaint condition is not confirmed as the cannulated cruciform screwdriver (part # 314.463, lot # 5135337) was received with minimal signs of wear. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part number: 314.463, synthes lot number: 5130687, supplier lot number: n/a, release to warehouse date: dec 12, 2005, expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2019 the heads of the two (2) of the screwdrivers completely detach from shafts making the screwdrivers unusable. The tip of the shafts was broken off or detached on both devices. The screwdrivers were replaced to complete the procedure. There were fragments generated and were removed easily without additional intervention. Procedure was successfully completed with no surgical delay reported. There was no patient consequence. This report is for one (1) cannulated cruciform screwdriver. This is report 1 of 2 for (B)(4).